Event description:
It was reported that the handpiece began overheating during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was the rotor stuck in the motor due to corrosion. Those parts were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.